Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: black box shows no evidence of short battery life however cs 054 errors were observed in black box on (B)(6) 2015. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment crack observed below grip pad. "Audio bolus button" cover has a tear in the center. Bolus button is responding. No audible tone at power up of during alarm sequences. Piezo contact alignment found to be misaligned. Realigned contacts. Audible tone present. The current draws are within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.